Manufacturer narrative:
Additional information: ages/dates of birth: date of birth not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Model: partial model provided as 350. Catalog#: unknown, information not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: partial number provided, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Literature: comparison of short-term postoperative hypotony rates of 23-gauge vs 25-gauge needles in formation of the scleral tract for baerveldt tube insertion into the anterior chamber. Kin sheng lim, anurag garg, jason cheng, kirithika muthusamy, laura beltran-agullo, keith barton. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article:comparison of short-term postoperative hypotony rates of 23-gauge vs 25-gauge needles in formation of the scleral tract for baerveldt tube insertion into the anterior chamber. A retrospective study was done to compare the early postoperative hypotony rates and intraocular pressure (iop) in two groups of eyes using either 23-gauge (23g) or 25-gauge (25g) needle in the creation of the anterior chamber entry tract for baerveldt tube. Postoperative complications reported in the study for the 23g group included hypotony (n=4), wound leak (n=1), hyphema (n=1), shallow anterior chamber (n=2), diplopia (n=1), and transient ptosis (n=1). Postoperative complications reported in the study for the 25g group included hyphema (n=1) and shallow anterior chamber (n=1). Interventions for reported complications were not specified in the study.